Event description:
The device was connected to a patient and displayed only dashed lines on all three channels of the display screen. The ECG electrodes were moved twice and device power was cycled and the device continued to display dashed lines. A back up device was obtained and, using the same ECG electrodes displayed the patient's ECG rhythm. There was no adverse effect to the patient as a result of the reported event.